Event description:
Implant card was received reporting a full revision for the patient. Product return attempts will not be made as the facility is listed as a no-return site.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. Based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova 39 s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any 34 "defects" or 34 "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Clinic notes were received reporting, that the patient has been referred for surgery due to abnormal vns diagnostics. The notes stated, vns was interrogated and an error was identified, 34 diagnostics abnormal because intensive follow-up indicator (ifi) message and lead impedance 34. The physician adjusted the settings to optimize efficacy and tolerability. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.